Event description:
A malfunction was reported on the pump, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer addressed the high blood glucose by administering a correction injection. Technical support provided instructions on resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue returned.